Event description:
It was reported that the platform indicated user advisory 27 (encoder fault (>300rpm)) during a test with large resuscitation test fixture (no pt involvement). No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.